Event description:
The account alleged the bed exit is not setting. No patient impact.

Manufacturer narrative:
The technician found the bed has been zeroed with a patient on the bed, user error. The scale was zeroed by the technician to resolve the issue.